Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025 and (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was not feeling any symptoms but her dexcom receiver kept showing low egv the day the sensor was put on the arm. The patient said that it started to show egv 43 to 45 mg/dl so she decided to drink some juice. Her egv went up to 115 mg/dl but shortly after it went down to 43 mg/dl again then got stuck on "low". She drank another juice and soda but the egv did not change. No bg test was done at home as she doesn't have a glucometer. Concerned, although she's not feeling any symptoms at all, she called an ambulance and she was transported to the emergency room (ER). Bg test were taken by the paramedics and at the ER, which per patient showed high readings (more than 500 mg/dl). Patient also mentioned that she was given IV fluids/saline. The patient was refused to provide any other information about the medical intervention and was there less than 24 hours. Patient reported feeling fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.